Manufacturer narrative:
The patient's device was not explanted. The decision was made to implant the contralateral side. A review of the device history record revealed no anomalies. The patient remains implanted and continues to use the device. This is the final report.

Event description:
The patient has reportedly experienced a decrease in performance. Programming adjustment was made; however, this did not resolve the issue. Revision surgery will be scheduled.

Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.